Manufacturer narrative:
(B)(4): follow up MDR for device evaluation. One sample and six photos of a 1ml luer-lok syringe lot 3194586 were received and evaluated. The sample received in a sealed package has major damage to the barrel and plunger rod rendering the syringe unusable. The barrel is bent severely at the 0.4ml graduation line also causing the plunger rod to be bent, additionally the thumb grip is broken off the plunger rod. Two of the photos show the top web portion of the top web with all applicable product information from two different angles. The next four images all show the syringe in a sealed package with two showing the damaged barrel and damaged plunger, and two showing a close-up of the thumb grip broken off the plunger from various angles as described above. The condition observed is non-conforming per product specification. Potential root cause for the barrel and plunger rod damaged defects is associated with the assembly process. Most likely caught between two dials. A device history record review was completed for provided lot number 3194586 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed. Device problem code: a0401 - break. Patient problem code: f27 ¿ no patient involvement.

Event description:
Material#: 309628 batch#: 3194586 it was reported by customer that on 11/10/23, one intact bd 1 ml syringe luer-lok tip (ref (B)(4). (Lot 3194586 exp 2028-06-30) was escalated to be deformed and broken white plunger. No patient harm. Escalation prior to use on any patient. Sample ready for return for investigation. Verbatim: rcc received a complaint via email. Email(s) attached. On 11/10/23, one intact bd 1 ml syringe luer-lok tip (ref (B)(4).(lot 3194586 exp 2028-06-30) was escalated to be deformed and broken white plunger. No patient harm. Escalation prior to use on any patient. Sample ready for return for investigation. Product number : ref (B)(4). Lot/serial number : lot 3194586 product description : bd 1 ml syringe luer-lok tip (ref (B)(4).)